Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient coded and advanced cardiac life support protocol was initiated. It was reported after 4 minutes of cardiopulmonary resuscitation, the impella cp device had intermittent low placement signal (ps) alarms and the aortic (ao) diastolic placement signal did not correlate with arterial line. The impella cp was repositioned under echocardiography. It was reported after repositioning the impella cp device, intermittent placement signal (ps) alarms continued with no report of aortic regurgitation or aortic insufficiency. Patient was monitored until impella cp device was successfully weaned and explanted.